Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the atrial lead exhibited low impedance and loss of electrocardiogram (EKG) tracing. It was observed that the suture on the lead was too tight and it was revised. The physician noted that there were no such anomalies in previous procedures and suggested a possible issue with the implanted lead. The procedure was completed without further incident. The patient was in stable condition.